Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system on (B)(6) 2010. It was reported that the patient's programmer won't communicate with the ipg. The patient has not had stimulation for about a month and a half. A replacement wand was sent to patient, but it did not resolve the issue. It was later reported on (B)(6) 2011 that the charge could not communicate with the ipg. A replacement charger was sent. No further information is available at this time.